Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. During follow up visit the physician identified the disease had progressed and the patient developed a right common iliac aneurysm. Physician elected to implant a limb extension to treat the issue. Patient is stable.